Manufacturer narrative:
G4: 18feb2020 b4: (B)(6)2020. The gas delivery system (gds) was returned for failure analysis. A visual inspection revealed that the unit was received without the data acquisition board and oxygen valve; however, there were no anomalies noted. The gds was installed into a test unit for testing. The gds was subjected to air flow accuracy testing, oxygen flow testing and oxygen concentration accuracy. During testing, it was determined that the unit failed due to air flow sensor component (u1) drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 16oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to run performance verification testing to confirm if the flow sensor assembly required replacement. The customer reported replacing the flow sensor assembly and the issue was resolved. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019.

Event description:
It was reported that the unit did not display the volume correctly and would not enter into standby mode. There was no patient involvement.